Event description:
It was reported that during service and evaluation, it was determined that the emax 2 plus motor device run while in the locked position and was vibrating. It was noted in the service order that the device hose was damaged. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device according to n01.30a rev af. The following steps failed: visual assessment visual assessment: loctite assessment loctite assessment cable assessment: safety assessment noise assessment air pump assessment during the service evaluation the following failures were identified: visual : cord damaged functional : loose visual : breaded stainless steel wire tether damage/came off functional : device runs in locked position - power broken functional : noise - excessive functional : vibration conclusion: ¿ failure reported is confirmed ¿ root cause: faulty parts (3210) ¿ action: repair